Event description:
It was reported that the patient experienced a of loss of stimulation due to having received the end of battery life message (eol) from their deep brain stimulation (dbs) system implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that reprogramming was performed prior to the revision, and the patient received adequate symptom control. It was confirmed that the patient was a high energy, and high amplitude user. The patient is doing well post operatively.

Manufacturer narrative:
D2 pro code: additional codes nhl, pjs. The ipg was returned and analyzed, it has been confirmed to be in the end of service (eos) state. Analysis of the data log shows that the ipg reached eos 2 years, 3 months, and 12.3 days after the initial active programming. The average energy use index (eui) recorded was 16, which corresponds to an estimated theoretical battery lifespan of 1 year, 11 months, and 6.4 days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical characteristics during the visual and functional inspection. A labeling review was performed on devices', instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Stimulation is still being provided during this eri period. Changes made to the stimulation will not be saved, and stimulation will not be available soon. The stimulator must be replaced to continue receiving stimulation. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is end of life problem identified.

Event description:
It was reported that the patient experienced a of loss of stimulation due to having received the end of battery life message (eol) from their deep brain stimulation (dbs) system implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that reprogramming was performed prior to the revision, and the patient received adequate symptom control. It was confirmed that the patient was a high energy, and high amplitude user. The patient is doing well post operatively.

Manufacturer narrative:
D2 pro code: additioanl codes nhl, pjs.